Event description:
It was reported by customer that during use, iab intra aortic balloon rupture and blood sucked into the machine. No harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.